Event description:
Dexcom g7, I've had the device now for a couple of weeks gone between 2 sensor sessions the device has failed to trigger a low alert & an urgent low alert on at least 4 separate occasions. Low setting was 75, the readings went from 87 to 45 with no notifications when it should have triggered both the low alert & urgent low. I'm using the cell phone app with a pixel 6 pro, the battery saver is & was not on, the app is set to unrestricted performance. Do not disturb (dnd) was on but the app is set to override it and I do get alerts when the dnd is not on. Reference reports: mw5116206, mw5116208.